Event description:
Prior to an ablation procedure, during insertion into the needle guide it was noted that the coating of the needle had peeled and detached. Another device was used to successfully complete the procedure and no patient complications resulted from this event. This device has not been received for evaluation. Therefore, no failure analysis is available and the company is unable to determine if the device met its specifications. A lot search was performed and revealed no other complaints to date on this lot number. The company believes user technique may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use state: "localized burns to the patient or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula."